Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information provided with the initial report in section h8 was missed to add unknown. However, we have received new information which has been updated on this report to reflect the correct information.

Event description:
Information received by medtronic indicated that the insulin pump was dropped, and it had crack nearby the battery compartment. Troubleshooting was performed successfully. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned, a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Retainer ring: black, pump case: ngp. Customer returned pump for alleged cosmetic damage located at the battery compartment found on (B)(6) 2023. Pump was cut open to perform visual inspection and found dried insulin in the motor slide.,a corroded home switch, and moisture damage on the force sensor. Swapping out test boards confirms blank display is isolated to pcba 2 test p-cap, and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection, cracked keypad overlay, overlay scratched, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, battery tube threads cracked, cracked case (battery tube), corroded battery tube. Cosmetic damage was confirmed at the battery compartment during analysis. Blank display was confirmed during analysis and isolated to pcba 2. Medtronic, inc. (Medtronic), is submitting this report to comply with 21 cfr, part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted, and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.